Event description:
Hcp reported pt presented with signs of an infection in 2002 of the device pocket. These include redness, and incisional wound opening. Cultures of the device pocket, methicillin-resistant staph was the organism cultured. The pt was treated with IV antibiotics. Hcp reports pt's infection is now resolved. Risk factor for this pt is diabetes.